Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain. Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported allergy to metal with hot flashes, pale, clamy, sweaty hands, anxiety, pain, significant fluid around hips, sleep issues, metal toxicity, rashes, fatigue, limited range of motion,chills, tinnitus and hearing loss with being homebound related to pain. Medical records reported weakness, decreased range of motion, metal reaction with fluid collections, inflammatory response, dystrophic ossification and joint effusions with metallic fragments bilaterally. Lab results for metal ions greater than 7 parts per billion. Radiographs reportedly showed osteolysis in zones 1 and 7 of left femur and a vertical acetabular cup. No revision surgery completed per report at this time. Stem added for elevated metal ions, cup added for malposition, and part/lot updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. The liner is exempt from device history record review. No other reports found against the remaining product/lot code combinations. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.